Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was hospitalized on (B)(6) 2020 due to low blood glucose level. The blood glucose value at the time of event was 45 mg/dl. The customer had bacterial infection in the blood. The symptoms associated with low blood glucose level were unknown. It is unknown how the customer treated with low blood glucose level. The insulin pump will not be returned for analysis.